Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to change their cartridge on their own, resuming insulin thereafter. The customer was instructed to call back if the malfunction code recurs and acknowledged this guidance.